Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue with recharging continued, and was worse. The patient states when charging the ins, she can get good or excellent quality, but it will not charge to 100%. The patient states it will sometimes just say recharge and try again or cancel, and she will cancel and start again but the same thing will occur. The patient states it will sometimes take a long time to charge as well, up to 1.5 hrs. The patient also mentioned sometimes when she unplugs the recharger, her stimulation will turn off. Patient was issued a new controller. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked to clarify the trouble charging and could not charge to full, patient was charging frequently, and voltage had gotten higher, patient stated charger would not complete charge to patient¿s device, it was shut off stimulation when unplugged. It was stated the circumstance that led to those issues was no charge which caused a failure charger. Patient stated in order to resolve those issues above, first step was removed battery in charger for 10 second, and second step was charger was replaced. It was noted those issues had not been resolved, new charger did not always function properly, and same issue occurred as first charger. No further com plication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient is having trouble charging. It varies where she cannot charge to a full. About two months ago, the voltage has gotten higher and is charging more frequently. Patient was to follow up with their hcp. The event date was provided as few days ago; an exact date was not provided. No symptoms were reported and no further complications were reported/anticipated.